Event description:
The patient reported being hospitalized for surgery and was told that his lead was "bad" and needed to be replaced. The patient also reported that his heart had stopped and "all hell broke loose medically". Further investigation revealed that, during a replacement procedure, the lead was found to have intermittent r wave undersensing at its maximum sensitivity setting, and the doctor decided to replace the lead. After the procedure was completed, the patient had a procedural complication, detection was turned off, and at doctor's orders, defibrillation shocks were delivered. Additional follow-up yielded no further information. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
The patient reported being hospitalized for surgery and was told that his lead was "bad" and needed to be replaced. The patient also reported that his heart had stopped and "all hell broke loose medically". Further investigation revealed that, during a replacement procedure, the lead was found to have intermittent r wave undersensing at its maximum sensitivity setting, and the doctor decided to replace the lead. After the procedure was completed, the patient had a procedural complication, detection was turned off, and at doctor's orders, defibrillation shocks were delivered. Additional follow-up yielded no further information. It was further reported that prior to replacement the lead had misfired. It was also reported that during the replacement the subclavian vein was pierced and they had to open the patient's chest and broke two ribs to stop the bleeding. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.